Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clip was malformed. The surgery was completed with a like device. The patient was fine.